Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) could not be used because the balloon burst. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) could not be used because the balloon burst. There was no reported patient injury. Additional information was required but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) could not be used because the balloon burst. There was no reported patient injury. Additional information was required but not provided. The product was returned for analysis. A non-sterile ¿mynxcontrol vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was observed separated to the device and the stopcock was noted open. The sealant remained in the manufacturing position; the procedure sheath was not returned with the device. Per functional analysis, leak testing was performed, the results revealed a tear in the balloon of the returned device. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) could not be used because the balloon burst. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229922 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.